Event description:
The customer reported that the system showed signs of continuing to emit x-rays when the foot switch was released. There is no report of pt injury.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time. This malfunction may have resulted in a possible accidental radiation occurrence.